Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd a-line¿ failed to contain blood/medication and had a damaged unit package which compromised sterility. The following information was provided by the initial reporter: "a-line gasometry syringe 3 ml is body crumpled and with various cracks."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged syringe barrel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd a-line¿ failed to contain blood/medication and had a damaged unit package which compromised sterility. The following information was provided by the initial reporter: "a-line gasometry syringe 3ml is body crumpled and with various cracks.".